Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a pocket revision was being performed due to decubitis. During the procedure, the right atrial (ra) lead was damaged. As a result, the ra lead was explanted and replaced. No adverse patient effects were reported.